Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer reported that blood glucose was 110mg/dl and sensor glucose was 52mg/dl at the time of incident. The customer¿s blood glucose was 186mg/dl and the sensor glucose was 59mg/dl at the time of call. Blood glucose was 161 mg/dl at that end of call. Insulin delivery was suspended due to sensor value of 52 mg/dl. The sensor will not be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.